Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2008 and pelvic floor repair mesh was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02391. The same pt is represented in each medwatch.